Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site due to migration of the battery. The patient underwent implantable pulse generator (ipg) repositioning procedure. Patient was doing well postoperatively.